Manufacturer narrative:
Per lumenis service, the vasculight device was out of calibration and needed an energy meter factor calibration. In addition, per the customer engineer ce, the sr and fast epi treatment heads were out of specification. The customer engineer ce performed the energy meter factor calibration. The treatment heads were replaced. The sr head was replaced by lumenis under warranty. The fast epi head was replaced by customer; lumenis recommends replacement of treatment heads that are past the lumenis warranty shot count. Root cause appears to be high output from the treatment heads, possible high output from the vasculight device that was out of calibration, or a combination of these factors. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.

Event description:
Per customer, unit giving too much heat, when user was doing a case on a pt's arm, the pt rec'd a first degree burn with a second degree burn in the area of a sunspot. Pt insisted on continuing with ipl treatment to face despite burn to arm. Pt did not react to the test spot on the face, but developed a purple crystal mark on the next pulse. The pt was prescribed aloe vera gel with lidocaine.